Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an 0x68 occlusion alarm. The exact cause of the reported alarm could not be determined. The exposed portion of the soft cannula was observed to be bent. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. As such, it could not be determined if the bent cannula is in any way linked to the generation of the reported alarm. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The device was originally reported for a pod hazard alarm while wearing the pod. Treatment information was not provided.